Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a (right) 450cc mentor memorygel breast implant and a (left) 415cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant rupture and bilateral breast asymmetry. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were two 415cc mentor memorygel breast implants. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant were reported under mrn: 1645337-2022-05754.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 17, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 415cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On july 18, 2022, mentor became aware that the replacement devices were the following: (right) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9708213 sn: (B)(6) and (left) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9708213 sn: (B)(6).

Manufacturer narrative:
On june 30, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.